Manufacturer narrative:
A supplemental is being submitted for additional information. Additional information: - h10 addt manufacturer for MDR: updated to include battery (B)(6) as additional product and its' details additional product: d1: heartware ventricular assist system¿battery d4: model#: 1650/ catalog#: 1650/ expiration date: 2021-jun-30/ serial#: (B)(6) UDI#: (B)(4) h4: mfg date: 2020-jun-13 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B3 date of event was corrected from blank to 07-jul-2022. D4 model # and catalog # were corrected from 1407 to 1420. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information and the battery serial number has been requested regarding the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Additional product: brand name: heartware ventricular assist system¿battery, model#: 1650/ catalog#: 1650/ expiration date: unk / serial#: unk UDI#: asku. Device available for evaluation:: no. Device evaluated by manufacturer: no, device evaluation anticipated, but not yet begun. Mfg date: unk. Labeled for single use: no. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery exhibited a power consumption issue. The patient attempted to perform a battery exchange and the controller exhibited power switching and a loss of power. The controller remains in use and the battery was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the controller (B)(6) and battery (B)(6) were not returned for evaluation. A review of the manufacturing records confirmed that the battery met all requirements for release. Review of the available controller log files revealed a controller power up and associated pump start event logged on 07-jul-2022 at 22:15:44. The controller was without power for approxima tely 15 seconds. The controller can only store a maximum of 30 days of data. After reaching the limit, the controller initiates a first-in first-out method whereby the oldest data point is deleted to allow the newest data point to be recorded. As a result, data logs prior to and following the power up event were not available. Review of the available log files revealed that (B)(6) discharged as expected when in use. No anomalies were observed. Log file analysis also revealed that the controller, (B)(6), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Review of the data log file revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. Two (2) of the associated batteries were lubricated prior to release. The remaining seven (7) associated batteries had no evidence of lubrication servicing. As a result, the reported power switching and loss of power events were confirmed; however, the reported power consumption issue event could not be confirmed. Applicable risk documentation and experience with events o f similar circumstances were considered; events involving batteries with power consumption issues can be attributed, but not limited to soldering or welding defects. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. The most likely root cause of the reported premature power switching events can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. D4: serial or lot#: (B)(6) h3: yes h6: FDA method code(s): b14, b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.